Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having issues with the ipg as it only worked at certain times. The patient underwent an ipg replacement procedure and was doing well postoperatively.